Event description:
The fe reported that the system would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.